Event description:
It was reported the patient fell on the day of this report and was admitted to the hospital. While in the hospital, the patient indicated she was supposed to have had her device refilled ¿a couple weeks ago¿. The device was then interrogated on the day of report and it indicated 0.8ml was in the reservoir and that the low reservoir alarm was going off. It was noted the patient was not going through withdrawals and was ¿fine¿. Because of the concentration of medications, the hospital the patient was in did not compound and there was difficulty in determining how the patient would receive a pump refill. The hospital would not agree to transport the patient to the health care provider¿s office to get refilled nor would they compound the medication. The plan as of the day of this report was to keep the patient in the hospital. It was noted she was not ready to be discharged because of the original reason for being there as well. The patient ¿more than likely¿ was going to get a pca (patient controlled analgesic) pump to make sure that the patient was covered for any withdrawal. It was noted ¿so the patient will be okay¿. The pump was to be interrogated again on (B)(6) 2014 to see if the critical alarm was going off. It was reported ¿they are hoping by monday ((B)(6) 2013) that they can have some resolution.¿ it was then noted, the pump was either going to be refilled over the weekend with different medication or by monday. In the meantime, the plan was to silence the alarms and to let the health care providers decide what to do. The pump was used to deliver fentanyl, bupivacaine, and ¿dilaudid or hydromorphone.¿ it was later reported that the patient remained the hospital and the pump was ¿probably due to be empty pretty soon.¿ the pump was possibly going to be filled with morphine however, it was not yet confirmed. It was then reported that the patient had remained in the hospital. The pump was never refilled because the patient was not experiencing withdrawal. A catheter dye study was performed on (B)(6) 2013 and it was found there was an issue with the catheter. It was decided to fill the pump with saline and set it to minimum rate. The reporter was unsure when the catheter would be fixed. The fall was reportedly not related to the pump. The patient was being covered for pain with ¿other measures¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was to follow up with her managing physician in one month and then another catheter dye study would be done to see if the absence of medication cleared the catheter. It was noted the health care provider (hcp) thought it would. The patient was not experiencing any withdrawal symptoms nor did she have any complications from the absence of medication. The physician was to decide when the patient returned whether or not to pursue a catheter replacement at that time.